Manufacturer narrative:
Integra has completed their internal investigation on september 20, 2017. Results: evaluation of returned device; customer complaint issue not confirmed - with respect to the returned unit it has passed all specific functional testing requirements. No issues observed. DHR review; lot/ 154 a total of (B)(4) pcs were manufactured on 6/28/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: root cause analysis - is undetermined at this time. The customer complaint issue not confirmed - with respect to the returned unit it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure functioned properly. Unit needs heli-coils added to large starburst threads but this would not have caused movement. General maintenance and cleaning required.

Event description:
This is the first of two complaints(similar incident, different product ID). During a neuro monitoring case, a (B)(6) -year-old male patient moved forward after being stimulated. There was no patient injury or death alleged. No revision or medical intervention required, and no delay in surgery reported. Request for additional information has been sent. Linked to mfg report numbers: 3004608878-2017-00272.